Event description:
It was reported (B)(6) 2010 that the pt got an error code 0616 and one other which started with 83_. The pt reported (B)(6) 2010 that his pump medication was adjusted and was still having problems with the system. The doctor's office reported (B)(6) 2010 that the pt did not know how to use the device at first. He was trained on how to properly use it and then it worked fine. The drugs in the pump were morphine at 18 mg/ml and bupivacaine at 6 mg/ml. The pt experienced irritation with his pump. At first, the doctor was attempting treat it with creams and patches, but then the affected area began thinning. There was concern that it would eventually become exposed and then infected. The doctor performed a revision and put a flap over the pump to correct the pump. No tests were run prior to the revision.

Manufacturer narrative:
(B)(4).